Manufacturer narrative:
The specimens were collected in lithium heparin tubes.qc was within specifications before the event. A field service engineer (fse) was dispatched: per fse, the sample probe had gel on it. The fse performed a preventive maintenance (pm2).a clear root cause for his event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results for one patient. The initial result of 1.36ng/ml was reported out of the lab.the specimen was re-spun and then re-tested on a different instrument and a result of 0.03ng/ml was obtained.a fresh sample collected from the patient gave a result of 0.52ng/ml when it was tested on the dxi 800 instrument.the specimen was retested on a different instrument, and a result of 0.04ng/ml was reported out of the lab.the customer did not report affect to patient or user, attributed or connected to this event.